Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. All keypad buttons did not activate desired pump functions during testing. There was evidence of keypad adhesive found under all key contacts.

Event description:
It was reported that the down arrow is intermittently responsive. The patient reported there is no damage to the keypad and the pump is not exposed to water.